Event description:
It was reported that the arctic sun device received an alert 02 (low flow) and device needed to be refilled. No water level bars were noted. Mss advised to disconnect and reconnect the pads using proper technique and walked through steps of how to empty the pads and how to refill the device. The therapy was initiated. Per follow up via phone on 08dec2021, initial reporter stated that did not know what water level bars to be looked for and the troubleshooting problem was resolved with no further issues. Nurse stated that patient had completed the therapy with the arctic sun device and biomed was not needed.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received an alert 02 (low flow) and device needed to be refilled. No water level bars were noted. Mss advised to disconnect and reconnect the pads using proper technique and walked through steps of how to empty the pads and how to refill the device. The therapy was initiated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.